Manufacturer narrative:
Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, ruptured plaque was noted. The target lesion was located in the 3rd obtuse marginal. The lesion was predilated with a 2.0x15mm apex device. A 2.25x16mm taxus express2 atom stent delivery system was advanced but did not cross the lesion. The physician exchanged the device for a 2.0x12mm non-bsc sds to complete the procedure. Ruptured plaque was noted, but it is not known when during the procedure this occurred. Additional information has been requested and is not available.